Event description:
It was reported that when the dislodged lead was repositioned there was difficulty re-extending the helix. The helix eventually extended after over 25 turns and good thresholds were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.